Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the arrow buttons began to require several hard presses to get a response. It was reported that there has been no exposure to water the past year.